Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a minicap transfer set was damaged; further described as "had seal untight". This was found before therapy use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction d3: device manufacturer state. H10: the device was received with the pouch partially open for evaluation. A visual inspection was performed and there was evidence of transfer on clear side of pouch; no voids were present. Additional testing was performed by lightly tugging on the clear side of the pouch that was still sealed to the tyvek material side. The seal remained and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.